Event description:
The lidocaine and or bupivacaine injected by a crna prior to c-section procedure was ineffective as was indicated during the procedure. Anesthesia had to be re administered to complete the c-section. Reason for use: intramuscular, injected by crna as a numbing agent prior to surgery.